Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to provide further information or participate in troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. Although requested, the customer declined to provide further information or participate in troubleshooting.